Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reverting to set up mode. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that her doctor told her to check her blood glucose every other day. She manages her diabetes via metformin. The patient reportedly noted that the subject meter was reverting back to set up mode on two days earlier in the morning . The patient reportedly did not test her blood sugar after the reported issue. On original date, at 6:45pm, she reportedly "felt shaky" and was unable to test her blood sugar due to the reported issue. The patient reportedly took no diabetes treatment actions following the issue and did not receive/ require any medical treatment or intervention for the diabetes. The patient was not tested on any other meter. However, it was noted that the reported issue was resolved during the troubleshooting. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.